Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 500 mg/dl. The customer stated that the insulin was out of the cannula during the priming process. Customer stated that her blood glucose was high and the battery was fully charged. Troubleshooting was performed for the no delivery alarm. The customer was reporting a past event and stated that the event was resolved by an infusion set change. The insulin pump passed all tests. Customer had the old infusion set and was able to test it. The customer stated that the connection was doing fine. Customer reported that when the situation occurred, the customer disconnected and refilled the reservoir. The customer stated that it started to work. No products will be returned for analysis.